Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, about 1 hour into case, the device's tip was suddenly caught on fire. Fire did not touch patient and was promptly extinguished completely.